Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis results showed that one ecr60g reload was received fully fired, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the endoscopic resection of pulmonary bullae, could not fire with ec60a,ecr60g. Changed another ecr60g, could perform good firing. Customer suspect this issue is not related with gun, so only compliant for ecr60g. There were no adverse consequences to the patient.